Manufacturer narrative:
Initial reporter name: (B)(6). The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that two cases of foley catheter balloon rupture were confirmed in the same patient while indwelling, so two actual items were collected. In addition, three unused products from the same lot were collected and would like you to investigate the two used items and the three unused ones.